Manufacturer narrative:
Initial and final MDR (B)(4) - MDR . E1: patient city: (B)(6).

Event description:
Reference number (B)(4). Event occurred in canada it was reported that patient faced an 3 infusion sets leakage event at the site. The infusion set was in use for 4 days. No further information was available.